Event description:
It was reported that the procedure was to treat a mildly calcified moderately tortuous left circumflex artery. Pre-dilatation was performed with a 2.5mm unspecified device. The 2.75x48mm xience xpedition stent was implanted; however, after post dilatation with a 2.75x12mm non-compliant balloon a dissection in the proximal edge of the stent was observed. Another 2.75x12mm xience sierra stent was implanted to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.